Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula became kinked on (B)(6) 2026, resulting in occlusion that prevented insulin delivery consequently causing hyperglycemia. The issue occurred after the set had been in use for 4-5 hours. The elevated blood glucose levels were managed with self-administered insulin via multiple daily injection.